Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have a damaged latch roller. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). An event history log review, visual inspection and power-on self test was performed on the device. The cause of the damaged latch roller was unable to be determined. To resolve the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.